Manufacturer narrative:
The pump was received with cracked end cap, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device had crack close to the doome label. The customer's blood glucose level was reported to be 228.6mg/dl. It was reported that the device would be replaced and returned for analysis.